Event description:
No additional information received . Material # 305197, batch # 3320201. It was reported by customer that the needles are bent at the tip and some needles broke where the needle meets the plastic. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that the needles are bent at the tip and some needles broke where the needle meets the plastic. Ref number: (B)(4); lot number: 3320201. Please include (B)(6) in all communication as well as (B)(6) email is (B)(6).

Manufacturer narrative:
Pr 10071462 follow up. A device history record review was completed by our quality engineer team for provided material number 305197 and lot number 3320201. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material # 305197 batch # 3320201 it was reported by customer that the needles are bent at the tip and some needles broke where the needle meets the plastic. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that the needles are bent at the tip and some needles broke where the needle meets the plastic. Ref number: (B)(4); lot number: 3320201. Please include (B)(6) in all communication as well as (B)(6). (B)(6) email is (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the needles are bent at the tip and some needles broke where the needle meets the plastic. To aid in the investigation, eight hundred samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected for investigation. No defects or imperfections were observed. A device history record review was completed for provided material number 305197, lot 3320201. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material # 305197 batch # 3320201. It was reported by customer that the needles are bent at the tip and some needles broke where the needle meets the plastic. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that the needles are bent at the tip and some needles broke where the needle meets the plastic. Ref number: 305197; lot number: 3320201. Please include (B)(6) in all communication as well as (B)(6).